Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion certified service technician was unable to verify the customer's reported issue. The unit passed 141 hour extended testing at customer's settings. Model palmtop ventilator revel passed all testing and met all carefusion manufacturer specifications.

Event description:
The customer reported model palmtop ventilator revel stopped delivering a breath while connected to a patient. The patient was removed from the unit and provided positive air way pressure via bag valve mask. The ventilator was put on a test lung and delivered breath but was auto cycling an excess of 24 breaths per minute (bpm) when the unit was set to deliver 12. The patient was bagged for the remainder of the flight. At this time, it is unknown if the patient was harmed during the reported event.